Manufacturer narrative:
Product ID, 8709 lot# j10824r47, implanted: 2001 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that after the pump was replaced, the patient experienced respiratory depression and increased somnolence. The respiratory rate decreased to 7-8 per minute. The pump was programmed to a minimum rate and the patient had a catheter revision. It was reported that the catheter was found to be "not connected properly or something, the op-notes were unclear". The patient recovered well and was getting good pain and spasticity control. The pump was infusing compounded baclofen and morphine.